Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader did not power on with button press or strip insertion. As a result, customer was unable to monitor glucose and experienced "circulatory problems", headache, and loss of consciousness. Customer had contact with a healthcare provider and received unspecified treatment for diagnosis of hyperglycemia and also reported having to take cardon tablets. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader mbga112-j4011 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). Observed reader did turn on when pressure was applied to the cpu and battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no abnormalities or damage was observed to the exterior of the reader casing. No observations were made upon visual inspection of the reader's printed circuit board assembly (pcba). A known-good battery was placed in the returned reader and applied pressure to mcp (microcontroller processor); observed returned reader turn on with button press. Applied voltage to the fixture via the bench power supply and using the returned battery observed the reader turn on and battery to charge. Therefore, this issue is confirmed to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader did not power on with button press or strip insertion. As a result, customer was unable to monitor glucose and experienced "circulatory problems", headache, and loss of consciousness. Customer had contact with a healthcare provider and received unspecified treatment for diagnosis of hyperglycemia and also reported having to take cardon tablets. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader did not power on with button press or strip insertion. As a result, customer was unable to monitor glucose and experienced "circulatory problems", headache, and loss of consciousness. Customer had contact with a healthcare provider and received unspecified treatment for diagnosis of hyperglycemia and also reported having to take cardon tablets. No further information was provided. There was no report of death or permanent injury associated with this event.